Event description:
It was reported that this pacemaker exhibited noisy signals and oversensing on the right ventricular (rv) lead, which led to pacing inhibition. Additionally, it was noted that the patient experienced syncope. The patient is pacemaker dependent. A revision procedure was performed, and the pacemaker was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.